Event description:
My mother had a hiatal hernia repaired at (B)(6) in (B)(6) around (B)(6) 2011. Shortly thereafter, my mother was complaining about abdominal pain, diarrhea and vomiting. She went to the hospital and they said she was ok and that she would get better. She did not. Later she had a post-operation check up and her doctor said he would have to fix the patch he implanted to repair her hiatal hernia, saying that the patch was too tight. My mother was then scheduled to have it fixed on (B)(6) 2012. Before this (B)(6) 2012, she collapsed at the community center and was taken to the hospital by ambulance. She was weak, disoriented, and still had severe abdominal pain when she returned home. I asked her if they did anything to help her. She said they said she was ok and would be fine. Finally on (B)(6) 2012, my mother died. I had an autopsy conducted. The results came back and concluded she had a heart attack due to an infection and that the heart attack was in no way related to the hernia mesh patch. They even called the doctor who did the operation and he said to them that there were no complications and she was not scheduled to have the patch removed. Why would he lie? I have the appointment letter and everything and just wanted to know what to do about this. It's my belief that the doctor put the mesh patch in because it's easier and disregarded all the warnings about using mesh patches. I even asked my mother if the doctor was using the mesh patch and she said no. When I found out the doctor did use the mesh patch, I was not happy because I have one and ever since, I have had nothing but infection of this and that, bloating, and pain, but I don't have health insurance or anything so here I suffer for someone else's bottom line. Any way, I need more information or help with this matter.